Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump alarmed motor error. Customer's blood glucose level was 86 mg/dl. Customer was assisted with clearing the alarm. Customer stated that the alarm occurred during priming. Customer stated that they do not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.